Event description:
It was reported that a device was used during a laparoscopic nissen. It was reported that there was a constant tone out and the shears would not start working when on contact with tissue. The case was completed with another hp052. There was no patient consequence.